Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may occur.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.